Event description:
Journal reference: schupbach et al. "Neurosurgery in parkinson disease, a distressed mind in a repaired body?" Neurology "june 2006, 66:1811-1816. The study objective is to assess the impact of chronic bilateral stimulation of the subthalamic nucleus (stn), on social adjustment in patients with parkinsons disease. The article describes results of a study involving patients. The patients were assessed for motor disability, cognition, psychiatric morbidity, quality of life, social adjustment and psychological status using unstructured in-depth interviews. They were assessed before and at 18 to 24 months after being treated with bilateral-stn dbs for advanced parkinson disease. Psychiatric disorders seen in patients were discussed. In two patients, panic disorder was observed at follow-up.

Manufacturer narrative:
Journal reference: schupbach et al. "Neurosurgery in parkinson disease, a distressed mind in a repaired body?" Neurology "june 2006, 66:1811-1816. Due to the limitations of the data, the reportable events are being submitted by complication type. The exact relationship between each patient, the devices used and the complications experienced was not provided. It is possible that each patient may have experienced more than one complication.